Manufacturer narrative:
The 4f pro-PICC was returned for evaluation. The luer was not attached to the returned PICC. The luer that detached, which is a vital component of this investigation, was not returned. The device was evaluated by medcomp engineering. Visual evaluation indicated the extension tubing is the correct length, therefore the tubing did not break. A supplier corrective action request was issued to the device contract manufacturer for this event. The contract manufacturer inspected the extension tubing of the returned device and found no evidence of material stress in the sample. Additionally, no residue or indication of over-molding on the extension was identified. Multiple tests were performed using different scenarios that may have contributed to the event, but the reported issue could not be replicated. All samples passed leak and peak force testing. The root cause could not be determined. The issue may be isolated and non-systemic, potentially related to handling, use conditions, or external factors not reproducible under controlled manufacturing and validation testing conditions. The device contract manufacturer will monitor the production of three consecutive orders to determine if the reported issue could be related to the manufacturing process. The instructions for use (IFU) contains the following precautions: use only luer lock (threaded)connectors with this catheter. Repeated overtightening of luer lock connections, syringes, and caps will reduce connector life and could lead to potential connector failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The luer part of the vascular access fell off the extension tube. The clamp was immediately closed due to blood loss. The next day an ultrasound was performed because bleeding was also noted from the insertion site and thrombosis was detected. Fibrinolytic therapy was started before removing the vascular access. Patient is currently awaiting successful outcome of therapy before proceeding with removal. A new access point has been placed in the other arm.